Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received results of 5.0 mmol/l, 16.1 mmol/l, and 24.8 mmol/l within 2 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The lot number was not provided, and the customer reported the test strips are unavailable to return for evaluation.